Manufacturer narrative:
Manufacture received info alleging a fire had occurred resulting in a consumer's death. The dealer advised that a non invacare gel mattress was on the bed, and the consumer was a known smoker. The dealer was unable to confirm the model number or serial number of the bed that is involved in the alleged incident. A fire investigator provided a serial number from the frame of the bed that was not identifiable. Some photos were provided and no determination could be made. Invacare is working to schedule a 3rd party fire investigator for inspection of the bed. It has not been confirmed an invacare bed at this time.

Event description:
MFR received info, a consumer was in a bed when an alleged fire occurred, resulting in the consumer's death. The cause of the fire has not been determined at this time.